Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited high impedance. It was further reported that the right atrial (ra) lead exhibited high impedance. The leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient received a heart transplant. During this procedure, the ra and rv leads were cut and inactivated.